Event description:
In 2007, I had a vaginal mesh sling implanted in my body via my vagina by a urologist. Since that day I have had so many different strange body symptoms and discomfort. I had no clue of the danger when I agreed to this sling being implanted into my body. I was not told of any issues with mesh and told it was safe. I went for a few years thinking my pain in my leg, groin and hip were from too much walking or exercise. My urine flow is different from before the sling. I can feel the mesh in my vagina. It is like sharp wires. This has ruined my sex life and does not seem safe. If I have sex I then feel a very strange feeling like when exercise causes weakness in a muscle. I have many other strange body symptoms and, while I never get a diagnosis of it and for many years blamed other things, I firmly believe it all started with the mesh sling. These symptoms are getting worse. How can any one doctor figure these problems out until they have more direction from the FDA on the danger? I live in fear for my future. I have suffered in private, too uncomfortable to discuss this mesh sling for too long. Please do not allow these mesh slings to be implanted into women.